Event description:
Pt arrived to ER with complaints of periumbilical pain. CT scan performed and identified curvilinear metallic foreign body just inferior to the umbilicus concerning for retained needle. Exploratory laparotomy for removal of foreign object performed and per operative report, metallic foreign body resemble a broken needle. FDA safety report ID# (B)(4).